Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. A partial lead with the tip electrode measuring 46.0cm was returned for analysis. External insulation abrasion was noted at 10.9-12.3cm from the tip electrode, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 8.3-8.9cm, 18.3-18.6cm, and 18.7-19.8cm from the tip electrode. The etfe coating was intact at these locations.